Event description:
Customer reported a low blood glucose event. The current blood glucose reading is 115 mg/dl. Customer stated that the paramedics were called to treat low blood glucose. Customer did not want to discuss the details of the treatment. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Cracked reservoir tube lip noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.